Event description:
It was reported, the pt ((B)(6)) experienced an electric shock at the ipg site while stimulation is on. Lead diagnostics showed low impedances. The pt was receiving stimulation in her leg. The pt also reported experiencing pain at the ipg site due to weight loss. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.